Manufacturer narrative:
Ocd performed batch record review. Results were satisfactory.(B)(4)

Event description:
Customer reporting a false positive result in the anti-d micro well to a patient who had a previous history of being rh negative. The d microtube reacted 3+. Customer stated that with tube method, including weak d testing, sample is reacting as rh negative. Customer claimed upon further inspection, the gel cards in questions had signs of low liquid levels. No erroneous results was reported.